Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The event date has been estimated. It was reported that the patient did a system controller exchange earlier this year due to replace power alarms. It was noted that the controller power cables were severely damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of "replace power alarms" and damaged power cables cannot be confirmed based on this evaluation, as no log files were submitted and no product was returned for evaluation. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The system controller, serial number (B)(6), was not returned for analysis. Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.